Manufacturer narrative:
The reported event was the unspecified output issue. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies to the lead body. The double bend height was measured within specifications.

Event description:
Related manufacturer report number: 2017865-2023-93847. It was reported that the failure to capture was observed on the patient's right atrial (ra) lead. The ra lead was found to have dislodged. The left ventricular (lv) lead was positioned in an anterior branch not conducive for biventricular pacing and therefore not beneficial to cardiac resynchronization therapy (crt) therapy. The ra and lv leads were extracted and replaced. The patient was stable.